Event description:
It was reported that during an esophagectomy the device was operating as normal until fired. When the surgeon fired it, he felt that it was abnormal. After the surgeon removed the circular stapler, they found the tissue was cut but would not staple resulting in an incomplete anastomosis. Operating room time was extended by more than one hour. The case was completed with a like device.